Manufacturer narrative:
(B)(6). The device has not been returned as this is a single-use device; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an insertion of cochlear implant surgical procedure, it was observed that there seemed to have been an ¿issue with the irrigation tubing after flow once you step off the foot pedal clamping off tubing¿. The reporter indicated the user clamped off the tubing in the middle of the thick tubing. The reporter also clarified that it appeared as if the tubing had been pressurized and the 'continued flowing' was the release of pressure from the tubing after release of the foot pedal. Furthermore, it was reported that the irrigation bag and console were elevated on a pendant at the end of the bed, so there may have been some gravity assistance. The reporter also indicated that when the tubing was put close to the distal end (closest to the patient) as possible, the issue did not occur. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.